Event description:
Pt receiving nitric oxide therapy when the delivery system failed. Pt's blood pressure and o2 saturation dropped significantly and they went into cardiac arrest very quickly and died. The pt was made a dnr, do not resuscitate prior to the event so there was no attempt to resuscitate.